Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer indicates that the service saw and heard the alarms from the monitor, but not from the piic classic. No patient involvement.